Event description:
Investigation revealed no damage found to the keypad cover. However, the up, down and ok buttons were found to be unresponsive to button presses. All other buttons responded to button presses appropriately. The keypad cover was removed; the up, down and ok button contacts were found to be inverted and contamination was found under all button contacts. The text on the display screen was also found to be dim and the letters had a red hue. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 06/04/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigation revealed no damage found to the keypad cover. However, the up, down and ok buttons were found to be unresponsive to button presses. All other buttons responded to button presses appropriately. The keypad cover was removed; the up, down and ok button contacts were found to be inverted and contamination was found under all button contacts. The text on the display screen was also found to be dim and the letters had a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).